Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# / serial# unknown implanted: unknown, partially explanted: (B)(6) 2026, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was indicated that the serial/lot number of the catheter could not be found, nor could the implant date of the catheter. The catheter had been partially explanted. The part of the catheter that connects to the pump had been removed but the rest of the catheter is still in place. The remaining catheter was ligated to prevent cerebrospinal fluid from flowing. The part of the explanted catheter would not be returned for analysis because it has been discarded. The patient did not experience any particular symptoms.

Event description:
Information was received from a healthcare provider (hcp, for) via a company representative (rep) regarding a patient receiving baclofen (2 ,000 mcg/ml, 279.7 mcg/day) via implanted infusion pump. It was reported that the patient was going to the operating room on (B)(6) 2026 for replacement of her intrathecal pump which had reached the eri. Upon opening the pump site, the surgeon realized that the patient's catheter was not connected to the pump (catheter bell disconnected from the pump). In addition, no csf reflux at the catheter could indicate a blocked or obstructed catheter. In this situation (suggesting that the therapy had not been effective for some time) and in view of the patient's age, the surgeon decided not to proceed with the pump change (the old pump was explanted but no new pump was implanted as a replacement). The pump implant date was asked but would not be made available. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report. The patient's status was alive - no injury. The patient's weight and medical history were asked, but unknown and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath lot#serial#: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.